Event description:
It was reported that the intra aortic balloon insertion was performed on a heart transplant pt who had a right ventricular assist device inserted in 2000. Twelve hours after the intra aortic balloon was inserted, blood was noted in the helium tubing. The intra aortic balloon was removed and replaced. The pt expired later of complications not related to this incident.